Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test. Pump received with broken reservoir tube lip and missing reservoir tube lip o-ring.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and crack. The blood glucose at the time of the incident was 220 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.